Event description:
It was reported that the internal defibrillator paddles assembly discharge button was physically damaged. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control is anticipating the paddles return to the mfg facility and continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.